Manufacturer narrative:
The download data shows the device was deactivated after first prime, prior to when the needle mechanism is intended to deploy. No timeouts or drive stalls were seen in the data. The device was found to function as intended during first prime. Numerous components were observed to be affected by post-use damage. This damage compromised the integrity of the investigation; as a result, the device could not be fully analyzed. Based on device data, the device would not have been able to be filled and complete first prime with these damages, indicating that they are post-use damage.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.